Manufacturer narrative:
Device evaluation summary: one cadd legacy plus 6500 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had some cracks around the dose and ac port on the rear housing. The review of event history log identified 11 no disposable alarms recorded in the event log. Functional testing included use testing. The pump was found within specification. The customer wanted to perform the investigation with the cassette involved in the reported event. It was observed that the cassette pump tube was slightly misaligned in the flow stop occlusion valve. If the pump tube is placed slightly outside the alignment marks results in the pump not being able to sense the pump tube at the inlet which may be the cause of a possible no disposable alarm. The customer's reported problem could not be duplicated. Based on the history log evidence, the complaint was confirmed. The root cause could not be identified at this time.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette during the use of the product, a "no message" alarm went off, and then, a "no disposable, clamp tubing" alarm followed. After replacing with another one the alarm stopped. No adverse patient effects.